Manufacturer narrative:
(B)(4) 2011: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, on (B)(6) 2011 the physician observed oversensing episodes. The physician asked for an explantation of the observed behavior (what kind of oversensing was observed on the ECG what does the vn markers means). It should be noted that none of the oversensing episode triggered a therapy.